Event description:
It was reported that at the user facility the trigger of the device disassembled. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The reported disassembly of the trigger was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the trigger housing was cracked, which can lead to the reported event and can be caused by a material fatigue issue or impact.

Event description:
It was reported that at the user facility the trigger of the device disassembled. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.